Manufacturer narrative:
Additional information was received on february 9, 2016 on the event. The physician confirmed that an additional electrocardiogram (ECG) was available at the time of carto ECG failure. There was no risk to the patient at any time. Since there was an available ECG signal for the physician to monitor the patient¿s heart rhythm, this event has been reassessed as not MDR reportable because the potential risk that it could cause or contribute to a serious injury or death is remote.(B)(4)

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool&#59411;smarttouchbi-directional navigation catheter and signal noise occurred. After connecting the catheter and the map cable to the patient interface unit (piu), all body surface electrocardiograms (ECG) and all signals from other catheters connected to piu displayed noise. The cable was changed with no resolution. The catheter was changed to a thermocool sf and the issue resolved. The procedure was completed with no patient consequence. Upon request additional information was received on the event. The noise was observed on all body surface and intracardiac channels, in addition to the carto and recording system. There were no additional ECG signals available to monitor the patient's heart rhythm; therefore this event is MDR reportable because lack of monitoring heart rhythm could cause potential patient harm.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/01/2016. (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and signal noise occurred. The noise was observed on all body surface and intracardiac channels, in addition to the carto and recording system. There were no additional electrocardiogram signals available to monitor the patient¿s heart rhythm. Additional information was received on the event. The physician confirmed that an additional electrocardiogram (ECG) was available at the time of carto ECG failure. There was no risk to the patient at any time. Since there was an available ECG signal for the physician to monitor the patient¿s heart rhythm, this event has been reassessed as not MDR reportable because the potential risk that it could cause or contribute to a serious injury or death is remote. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.